Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump bt2 battery voltage was found to be unstable. This caused the auxiliary alarm to work intermittently. The pump was serviced and returned to the customer.

Event description:
The initial reporter states that the pump auxiliary alarm was not functioning correctly during testing. They also stated that this occurred during testing, and had no affect on a patient. (B)(4).